Event description:
The switch emitted smoke. Co's inspection revealed the switch smoked. The case has been changed to eliminate this problem. Remedial action has been accomplished. No deaths or injuries were reported.